Manufacturer narrative:
Adverse event was identified at the follow-up. The hook for claw and the counter hook were assembled between two vertebrae at the top of the construction. The upper vertebra which was not connected to the construction could be submitted to small movements which could stress the counter hook and cause its breakage. The counter hook is combined with the hook to form a self stable anchorage point on one single vertebra and not between two vertebrae. We conclude that it is a case of a construct built not according to the surgical technique. The device was not returned. Not received.

Event description:
Breakage of the long thoracic counter hook between the bar and the laminar hook body detected post-op.